Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-13152. Clarification to b1 adverse event/product problem and h1 type of reportable event: patient has indicated that there is no complaint against the left side device. This medwatch is being submitted to un-report mrn 9617229-2022-13152, which was previously submitted to report left side capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Later patient reported "exchange with no complaint against device and sharp pain under rib that went away". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Later healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device remains implanted.